Event description:
The reporter stated that he experienced the er1 message for approx 2 1/2 weeks prior to contacting lifescan. He discovered during the contact that he had been placing blood on the wrong side of the strip. He has experienced no difficulties since that time.